Event description:
There was no adverse event associated with this complaint. The pt reported that the pump produced multiple loss of prime warnings and dispensed insulin, during the load cartridge phase.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. During eval, the force sensor housing plate was found to be damaged. Further, the force sensor was found to be out of calibration.